Event description:
It was reported that when cassette was attached pump said, ¿cassette locked unable to attach cassette.¿ the reporter stated, when a new pump was pushed with cassette pump worked with no issue. The event occurred during set up at clinic, there was no patient involvement.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.